Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter a piece of gauze or some other material was attached to the tip of the catheter. It was reported by the caller, that there was something attached at the end of the catheter. In one of the exchanges, it was noticed that a piece of gauze or some other material was attached to the tip of the catheter and could not be removed. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Biosense webster (bwi) conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a reddish-brown material inside and a hole on the pebax with internal parts exposed. The issue reported by the customer was confirmed. The blood inside the pebax could be related to the issue reported by the customer. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter a piece of gauze or some other material was attached to the tip of the catheter. It was reported by the caller, that there was something attached at the end of the catheter. In one of the exchanges, it was noticed that a piece of gauze or some other material was attached to the tip of the catheter and could not be removed. The catheter was replaced, and the issue was resolved and the case continued. The issue was not noticed before use on the patient. The material looked like blood infused gauze pieces white and stringy. It was imbedded in the catheter and unable to remove. The catheter was not reused after the material was noticed but it was used prior to the discovery of the material.